Event description:
It was reported that when circulating water within a smiths medical fluid warmer at a pre-use check, the customer noticed the water was leaking from the product's circuit. No patient injury.

Manufacturer narrative:
Other, other text: device evaluation- samples were returned for evaluation. The devices were visually inspected and no defects were identified. The devices were tested with a fast flow fluid warmer and found to function as expected. The reported issue was not confirmed. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures.